Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was additionally reported that the patient has had multiple falls. They were working on determining the cause but were thinking it could be because her oxygen levels fall secondary to permanent tracheostomy.

Event description:
The device had not been working for the last 3-4 days. The patient had a bad fall about 3 weeks ago and it had not worked since then. The company representative has an appointment with the patient on (B)(6) to troubleshoot the device. Additional information has been requested.

Manufacturer narrative:
(B)(4).